Event description:
The customer reported that he keeps setting the time and date, but the insulin pump time still is incorrect. The customer stated that the insulin pump was exposed to an MRI and did receive a motor error alarm during the magnetic resonance image. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by an error alarm during the rewind process as a result of a motor encoder signal being out of phase.